Manufacturer narrative:
Initial.

Event description:
It was reported that the participant experienced hyperglycemia during ilet use, stating blood glucose was over 400 mg/dl for approximately two hours. Symptoms included an adverse clinical effect that could not be further characterized due to insufficient information. Outcomes included an impact to health that could not be further characterized due to insufficient information. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings, with the medical device problem and the device component both indeterminate due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.